Manufacturer narrative:
(B)(4). S/w 4.10e. Retainer ring = clear. The pump was returned for no communication with xtmr, per event date (B)(6) 2021. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The history was download successfully using thus software. Pump properly paired guardian link 3 transmitter. No data anomaly noted during carelink pro download. The following were noted during visual inspection cracked retainer, fading serial number label and cracked reservoir tube lip. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for no communication with guardian link 3 transmitter. Unit passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received lost sensor signal alarm. Customer also stated that they received change sensor alert. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
Updated analysis summary by alfred santos on april 07, 2022 retainer ring = clear. On april 23, 2021, the customer alleged for lost sensor alarm, change sensor alert and high bg. Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The history was download successfully using thus software. Device properly paired guardian link 3 transmitter. No lost sensor alarm and change sensor alert noted. No data anomaly noted during carelink pro download. The following were noted during visual inspection cracked retainer, fading serial number label and cracked reservoir tube lip. The unit p-cap / test reservoir locks in place properly. In summary, insulin pump passed required testing. Unable to verify customer alleged for high bg. Customer alleged not confirmed for lost sensor alarm and change sensor alert. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.